Event description:
The customer reported that the system's camera and image intensifier were loose during image retrieval. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo connector were replaced. The system was tested and found to be working as intended and put back into service.